Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Advantage af clinical study, pf106, subject ID: (b)6). It was reported that following a pulse filed ablation (pfa) procedure involving a faradrive sheath was completed on (B)(6) 2023. On (B)(6) 2024 the patient called the nurse stating that his leg was swollen from the ablation procedure. On (B)(6) 2024, an ultrasound was performed on said leg, and it was negative for a deep vein thrombosis. However, an abscess measuring 3,0x5,7 was observed, so the patient started on doxycycline for 14 days. No redness or erythema were observed. The device is not expected to be returned as the event occurred post procedure, at which the device would have been disposed.